Manufacturer narrative:
(B)(4).

Event description:
The receiver was returned for evaluation. An external visual inspection was performed and passed. A receiver charge was performed and failed due to err69 being observed. A receiver download was performed and a screen recoverable error alarm was observed. Confirmation of the complaint was confirmed. The probable cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 02/14/2018 that on (B)(6) 2017 the transmitter has gaps in data. No additional event or patient information is available. No product was provided for evaluation. Confirmation of the complaint was confirmed via data. The probable cause could not be determined via data.